Manufacturer narrative:
Unit received stuck in critical pump error (open book image) and unable to download due to moisture damage on all electronic assemblies. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Unit received with corroded force sensor assembly, moisture damage on motor home switch and corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with critical pump error. The blood glucose was 176 mg/dl at the time of the incident. Customer advised to replace the insulin pump and refer to back up plan. The insulin pump will be returned for analysis.